Event description:
This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhage periods") in a female patient who had essure (B)(4) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion hospitalization), arthralgia ("joint pains"), fatigue ("fatigue") and depression ("depression"). At the time of the report, the menorrhagia, arthralgia, fatigue and depression outcome was unknown. The reporter provided no causality assessment for arthralgia, depression, fatigue and menorrhagia with essure. The reporter commented: the events happened in hospital. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 09 oct 2017 following meddra preferred term: menorrhagia: the analysis in the (B)(4) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 6-oct-2017: quality safety evaluation of ptc. Company causality comment: incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.